Event description:
The customer reported that the 9900 system had a corrupt files error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The isolated interface board, ethernet cable, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.